Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was 485 mg/dl at the time of the incident. The customer's parent stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer's parent was assisted in clearing the alarm and performing a rewind. The customer's parent stated that they were able to complete pump rewind due to the alarm. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing address/serial number label and missing end cap sticker.

Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) escape, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing address/serial number label and missing end cap sticker.

Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) escape, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing address/serial number label and missing end cap sticker.